Event description:
Healthcare professional reported right side rupture and "fluid inclusions" diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "fluid inclusions" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "fluid inclusions".

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.